Event description:
The patient came in reporting instability due to laxity. At about 4 years and 5 months post primary the surgeon revised the poly to a 2mm thicker poly and the surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 13 february 2023: lot 180411: (B)(4) items manufactured and released on 14-may-2018. Expiration date: 2023-04-29. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event in the period of review.